Event description:
It was reported, the patient developed a ¿cilious¿ infection at the surgery site within a week of implant. The patient was started on antibiotics. During that week, the patient¿s balance was off, they were weak, and they started using a walker. Prior to surgery the patient was walking on their own with little support. It was thought that ¿it was all the antibiotic and the body had not had time to recover.¿ since, the patient had not recovered from it. It was added that the patient had no reflexes in their feet or knees. It was noted that the patient had the same lead from the trial that was used in the implant, which could have been the problem for the infection. The patient did have the trial for three weeks. Ten days after implant, the patient went to an ophthalmologist and it was determined the patient¿s peripheral vision was gone and they only had a field of vision of 30 degrees. The ophthalmologist thought it could be due to strokes in the back of the brain or multiple sclerosis. It was stated that the ¿timing was odd¿ and the reporter was not sure if the issues were related to the device as they could have been underlying. The reporter was calling in regards to an MRI for the brain because of the ¿neurological stuff going on.¿ the device was providing more than 50% relief and the patient was feeling stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28 lot# va03xgg, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).